Manufacturer narrative:
Submit date: 08/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage, it was found that the unit over/under delivered.

Manufacturer narrative:
An evaluation was performed for kangaroo pump for the reported condition of the unit over/under delivered. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2008 and was released meeting all manufacturing specifications. Event description originally reported as: it was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage, it was found that the unit over/under delivered.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit over delivered.